Manufacturer narrative:
According to the facility, on (B)(6) 2025, 5 days after a routine catheter change, the patient "presented to the ER stating that the previous day she felt a pop and her catheter fell out shortly thereafter." A new catheter was placed. No report of serious injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, 5 days after a routine catheter change, the patient "presented to the ER stating that the previous day she felt a pop and her catheter fell out shortly thereafter."